Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/07/2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter and an adverse event. The sensor was inserted on (B)(6) 2017. The patient reported that they had a blood glucose measurement difference of 100mg/dl between the cgm and bg meter. Additionally, it was indicated that this contributed to an episode of hyperglycemia and an episode of hypoglycemia. No medical intervention was reported. No additional event information was provided. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.